Event description:
The customer reported that the bolus history does not reflect his blood glucose and the display screen on the insulin pump had moisture. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated the insulin pump was exposed to sweat. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump communicated properly with the test blood glucose meter. The test blood glucose value was displayed on the screen. The insulin pump was programmed with a carb value and an estimate bolus was given using the bolus wizard feature. The bolus was delivered and properly recorded in the bolus history screen. No bolus anomaly or history anomaly was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump passed the displacement test. The insulin pump had minor scratches on the display window, a cracked case near the display window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).